Manufacturer narrative:
Device was used for treatment, not diagnosis. Both devices were dismantled for the investigation. The guiding balls inside the holding mechanism are corroded. We presume that the cleaning procedure is the main source of the reported problem. Regarding corrosion it can be stated, that all materials, including so called stainless steel are only conditionally rust-resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic-contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions which lead to contact corrosion. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that the holding sleeves on two screwdrivers was rusted, and were unable to hold up screws during surgery on an unknown date. Patient was not impacted and there was no delay in surgery. Surgeon had another device that was available for use. This event did not require any additional medical treatment. This report is for two holding sleeves from the same lot. This is 1 of 1 reports for this event.